Manufacturer narrative:
Corrected information were provided in d1 and d4. Upon review, the brand name and serial number have been updated. Corrected information were provided in d3, e1 (initial reporter title), and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. The cause of the pd-cannula assembly (seperation, break) is due to a material fracture of the cannula to the pump housing but the cause cannot further be established.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via unknown femoral artery in a 60 year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. Upon removal of the impella cp from the groin site, it was reported the impella snapped off and the cannula was sticking out of arteriotomy. An attempt to place an impella 5.5 via right axillary artery through graft was unsuccessful, and the patient was successfully weaned off impella support. The product damage will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange attempt, however the explant was performed with no consequence to the patient.